Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Upon sample receipt, evidence of a small leak was noted within the bag that contained the unit. Visual examination of the unit revealed the cause of the leak was an untightened blue winged luer cap. When the blue winged luer cap was tightened, the leak completely stopped. No leak was observed thereafter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a complaint that one (1) half-day infusor device reportedly leaked after being filled with a drug. The reporter states that the unit was rejected from their compounding unit as it was leaking after being filled with a drug. It is unknown with what the device was filled. There was no report of patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.